Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 of the bd vacutainer® k2e plus blood collection tubes did not fill to the recommended indicator line during use. No analyzed samples were reported to have been rejected due to this event. As reported by the customer, "edta tube does not fill up to recommended fill indicator (line). Ref: (B)(4). This happens almost every time. Customer use pbbcs pah. Asked them if they have had rejected analyce answers from laboratory and they haven´t got any rejected samples. This is a child nursing ward that´s why they uses a lot of wingsets."

Event description:
It was reported that 100 of the bd vacutainer® k2e plus blood collection tubes did not fill to the recommended indicator line during use. No analyzed samples were reported to have been rejected due to this event. As reported by the customer, "edta tube does not fill up to recomended fill indicator (line). Ref: (B)(4). This happens almost every time. Customer use pbbcs pah. Asked them if they have had rejected analyce answers from laboratory and they haven´t got any rejected samples. This is a child nursing ward that´s why they uses a lot of wingsets."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.